Event description:
On (B)(6) 2017 (B)(4) (con) information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's ins stopped working a couple of years ago. It was reviewed that the patient should follow up with their healthcare provider (hcp) due to the likelihood of overdischarge. The patient also reported that the recharger would not take a charge since two years ago. Patient was issued a new recharger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.